Event description:
Doctor is stating that 3 implants did not integrate. 4th implant became infected and had to be removed. Non-integration.

Event description:
Doctor is stating that 3 implants did not integrate. 4th implant became infected and had to be removed. Non-integration.

Event description:
Doctor is stating that 3 implants did not integrate. 4th implant became infected and had to be removed. Non-integration.